Manufacturer narrative:
A2) patient age - average age: 69.2 ± 10.8. A3a) patient sex - majority sex: 290 females, 1181 males. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, myocardial infarction, coronary artery bypass graft surgery, dissection, perforation, and filling defects (occlusion) are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 18sep2020) ¿excimer laser coronary atherectomy during complex pci: an analysis of 1,471 laser cases from the british cardiovascular intervention society database¿. The study retrospectively aimed to examine the determinants and outcomes of excimer laser coronary atherectomy (elca). A total of 1,471 patients were enrolled in the study between 2006 and 2016. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications occurred as follows: 32 patients experienced myocardial infarction, 3 had ischemic stroke, 4 required blood transfusion, 2 experienced cardiac tamponade, 11 underwent re-intervention, and 2 required emergency coronary artery bypass grafting. Other events included 1 case of acute kidney injury, 51 in-hospital major adverse cardiac/cerebrovascular events (macce), 12 major in-hospital bleedings, 16 side-branch losses, 61 dissections, 25 perforations, 9 heart blocks, 5 patients requiring dc cardioversion, 37 instances of slow flow, 47 episodes of periprocedural shock, and 47 arterial complications (MDR # 3007284006-2026-00157). Additionally, there were 32 in-hospital deaths (MDR # 3007284006-2026-00158). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 18sep2020 has been used, the date of publication. Protty mb, hussain hi, gallagher s, et al. Excimer laser coronary atherectomy during complex pci: an analysis of 1,471 laser cases from the british cardiovascular intervention society database. Catheter cardiovasc interv. 2020;1¿8. Https://doi.org/10.1002/ccd. 29251. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.